Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A center manager reported a patient with headaches and blurry vision four days following a topography guided lasik enhancement of the left eye. The reporter indicated that it seemed like the cylinder and axis correction resulted in an "almost exact over treatment with the axis flipped". Additional information received, the patient's headaches are improving, micro striae was noted at recent postoperative visit and a flap refloat was completed. The patient continues to be monitored. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The system history shows that the laser was verified successfully prior to the date of treatment. Log file review shows all laser system functions were within specifications for the respective treatment. No technical problem could be identified. There is no indication the device caused or contributed to the reported incident/adverse event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).